Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a 3.0x15mm trek dilatation catheter advanced to the left anterior descending (lad) coronary artery, moderately calcified lesion. After inflation, the device was unable to deflate. The trek and guidewire were removed together, while the balloon remained in inflated condition. Once outside the patients anatomy, the balloon was able to deflate, however following, the balloon would not inflate. There was no reported clinically significant delay and there were no adverse patient effects. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation with a proximal seal balloon separation; therefore, the reported inflation/deflation issue could not be replicated in a testing environment. Based on visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.